Event description:
Package of sterile gloves opened. Yellow orange streak down center of right glove. Texture is different from that of glove itself. Sent a screenshot of packaging - unsure where to enter information product manufactured by www.pharmachoice.com for acute care. Acute care pharmaceuticals. (B)(6).